Event description:
Patient reported that she was going to use her other pump yesterday evening but when she tried to use it, it started to beep and did not give any error code. Patient did not report any untoward effects as a result of the defective pump. A new pump will be couriered to patient, and a return box will be sent so patient can return pump to the pharmacy. Sn of defective pump: (B)(4). Dose or amount: 49 nkm. Frequency: every 24 hours. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis: pah.